Event description:
(B)(4) clinical study. Same case as: 2134265-2012-04692, 2134265-2012-04694, 2134265-2012-04691. Same patient as: 2134265-2012-04693. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. In (B)(6) 2010, the physician implanted one unknown taxus and two promus stents in the distal right coronary artery (rca) and right posterior descending artery (r-pda). In (B)(6) 2012, the patient presented with stable angina. Lesion 1 was located in the proximal left circumflex (cx) extending to the distal cx. The lesion was 80% stenosed, 3mm in diameter and 8mm long. The lesion was treated with predilation and placement of a 2.75x28mm and 3.0x12mmm ion stents in an overlapping fashion. Post dilation was performed. Residual stenosis was 10%. Additionally, 80 - 90% ongoing restenosis of the non target lesion located in the distal rca and r-pda of the previously placed taxus and promus stents in (B)(6) 2010 were treated with multiple dilations from distal to proximal and placement of a 2.25x15mm non-bsc stent proximally, 2.75x28mm promus element and a 3.0x38mm non-bsc stent in the mid section. As there was tissue protrusions through that stent, this was treated with a focal 3.5x12mm promus element stent to buttress the lesion a little bit further." The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized. The rca had 90% in-stent restenosis and the pda had 99% in-stent restenosis. Restenosis of the previously placed study stents located in the distal left (cx) was treated with balloon angioplasty and placement with an unknown drug eluting stent. Residual stenosis was 15%. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).